Manufacturer narrative:
The customer indicated that qc was within their expected ranges prior to and after the event. System check ran on 10/25/05 was within specifications. Sample a was collected in bd plastic serum separator tube and sample b was collected in a lithium heparin tube. The specimens were tested from the primary tubes. No additional info regarding this event was provided. A malfunction will be assumed for the purpose of this report.

Event description:
Erroneously elevated troponin (accu tni) results from a single pt that were generated by the unicel dxl 800 access instrument. The initial accu tni result was 11.48ng/ml. Per customer's policy any high accu tni samples are rerun. The customer re-tested the pt original sample for accu tni several times. The repeat accu tni results were in the range of 0.02ng/ml to 2.85ng/ml. On the same day, the customer collected a new blood sample from the pt and tested several times for accu tni. The accu tni results obtained from the new sample were in the range of 0.10ng/ml to 0.12ng/ml. The customer indicated that the results obtained in this event were not reported out of the lab. The customer indicated that there has been no change to pt treatment that can be attributed to or connected with this event.